Event description:
It was reported to target that the physician had difficulty detaching a coil. When the microcatheter was introduced and correctly set into the aneurysm, the micro coil was introduced without a problem into the aneurysm cavity. They noticed that the power supply indicated detachment but the coil was not detached. They removed the microcoil and replaced it with a new gdc. Detachment of the coil was successful. The pt was not effected and is in good health.